Event description:
It was reported per medwatch mw5106792: spontaneous call from patient's mom, to notify rph that both pump cadd legacy are alarming for "no disposable, no cassette" alerts. Mom tried to enter cassette repeatedly and eventually got one to work. No patient injury was reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels were removed; however rear housing was damaged, and screen was scratched. During functional testing, the reported problem was duplicated. The moment the device was powered up the device started double beeping, which would cause the no disposable alarm. Unable to complete testing on the back-up capacitor due to downstream sensor issue. The root cause was found to be the downstream sensor. Downstream sensor, damaged rear housing and scratched screen were replaced., corrected data: d4:unique identifier